Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 (complete name of the facility: (B)(6) hospital.

Event description:
It was reported that the video system center, after connecting to the wa50050a (video telescope), displayed a b31 scope communication error code. The issue occurred before clinical use. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "b31 error" malfunction could not be determined. Olympus will continue to monitor field performance for this device.